Manufacturer narrative:
Block b3: exact date unknown, event occurred (B)(6) of 2023.

Event description:
It was reported that the implantable pulse generator (ipg) was in an uncomfortable position. The patient underwent a revision procedure wherein the ipg was moved. The patient was doing well postoperatively and the device remains implanted.